Event description:
The customer observed imprecise results on quality control fluids processed using vitros valp reagent on a vitros 5,1 fs chemistry system on (B)(6) and (B)(6) 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed while quality control was unacceptable. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that the vitros 5, 1 did not perform as expected. The customer indicates they are following the manufacturer's recommendations for vitros valp reagent pack handling and storage. The customer indicated that the imprecise results were only occurring on the last box of vitros valp reagent lot #1511-13-8843 in their inventory. Quality control performance from an alternate vitros valp reagent lot was acceptable. The root cause of the negatively biased valp results are unknown, however, valp reagent pack handling cannot be ruled out.